Event description:
Healthcare professional reported capsular contracture, unknown baker grade. Affected side unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and seroma-late was received on may 18, 2022 with lot number 2298493. Visual analysis of the returned device identified deformation and brown particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported capsular contracture, unknown baker grade. Physician later reported seroma. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, left side ¿pain and breast enlargement also increased¿, and ¿600cc of seroma was drained¿ was reported.